Event description:
The healthcare professional reported that on (B)(6) 2026, a 5mm x 22mm embotrap iii revascularization device (et309522 / lot# unknown) was used during an endovascular treatment for a posterior circulation stroke, it was deployed within the basilar artery. The device became heavily laden with thrombus making its retrieval difficult. Multiple unsuccessful attempts were made to access and retrieve the device using various catheter systems. It was then reported that ¿given the inability to safely retrieve the device, a decision was made to deploy a flow diverter. During deployment, the embotrap iii device was dislodged, allowing for successful retrieval of the device.¿ post-procedural assessment showed the patient remaining in stable condition.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device are not available. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Difficulty in withdrawing the embotrap device through vessel requiring increased force could result in vessel trauma, vessel spasm, damage to the basket with the potential for release of emboli and subsequent ischemia or infarct and/or the need for additional intervention. There are vessel/clot characteristics (i.e., clot burden), device selection, and operator technique that may have contributed to the event, rather than the design or manufacture of the device. In this case, no patient harm was reported; however, the user was required to perform the surgical intervention of using a flow diverter to facilitate safe retrieval of the embotrap device and prevent additional complications. Based on this surgical intervention, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 28-apr-2026. [Additional information]: on 28-apr-2026, additional information received indicated that the complaint device is not available for return. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. No determination of causes and possible contributing factors could be made. As a result, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6, h.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.